Manufacturer narrative:
Additional information of auto mode has been received which was not included with the initial report. (B)(4).

Event description:
It was reported that the auto mode feature was not active on insulin pump due to the loss of communication at the time of event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer also stated that loss of communication. The insulin pump will not be returned for analysis.